Manufacturer narrative:
The info contained herein in based on the info provided by the initial reporter. It was reported that the sample had been discarded, so was not available for evaluation and investigation. Without the part number, lot number, or actual product, a complete analysis cannot be conducted. No info was provided for the specific incident reported. The directions for use (dfu) for on-q catheters and introducers contain this warning: "to avoid complications in restrictive spaces, use the lowest flow rate, volume and drug concentration required to produce the desired result, in particular: avoid placing the catheter in the distal end of extremities (such as fingers, toes, nose, ears, penis, etc.) Where fluid may build up as this may lead to ischemic injury or necrosis. "(Part 1304266, rev.f) a technical bulletin has also been created covering "hand and foot surgery continuous infusion - volume and flow rate selection." (Part 1304915, rev. A) if additional info that is pertinent to this event becomes available, I-flow will reopen the complaint.

Event description:
Pt developed necrosis of tissue and a blister at the bunionectomy surgery site. The blister formation was approx over the area of the distal tip of the catheter.